Event description:
It was reported that during a stent placement procedure in the atherosclerotic occlusion of the right lower extremity femoropopliteal artery via left common femoral artery, the stent allegedly did not cover the lesion. It was further reported that the stent end marks were measured and found that the stent is only about 120mm, while the actual length of the stent is 170mm. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. The lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the catheter sample is not available for evaluation. Provided x-ray image demonstrates the placed stent inside vessel including radiopaque ruler. The length of the stent can be measured to about 120mm which confirms stent foreshortening. A manufacturing related issue could not be found. Based on the investigation of the provided information, the investigation is closed as confirmed for stent foreshortening. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling for this product, the potential issue was found addressed. Holding and handling of the system throughout deployment was found described, in particular the IFU state: 'remove slack from the delivery system catheter held outside the patient.', and 'confirm that the introducer sheath is secure and will not move during deployment. To ensure the most accurate placement, firmly hold the black system stability sheath throughout deployment. Note: do not hold the silver stent delivery sheath at any time during deployment. Do not constrict the stent delivery sheath during stent deployment.' Regarding access/ accessories the IFU state: 'gain femoral access utilizing a 6f (2.0 mm) or larger introducer sheath. Insert a 0.035 inch (0.89 mm) diameter guidewire.' And 'predilation of the lesion should be performed using standard techniques.' The IFU further state: 'to ensure correctly deployed stent length, fluoroscopically monitor the distal stent end initially until wall apposition then monitor the delivery system proximal radiopaque marker relative to the proximal edge of the target site.' H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure in the atherosclerotic occlusion of the right lower extremity femoropopliteal artery via left common femoral artery, the stent allegedly did not cover the lesion. It was further reported that the stent end marks were measured and found that the stent is only about 120mm, while the actual length of the stent is 170mm. The procedure was completed by using another device. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent xl vascular stent products that are cleared in the us. The pro code and 510 k number for the lifestent xl vascular stent products are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.